Event description:
The customer reported a loss of x-ray functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb was evaluated and replaced. The associated power supply was also evaluated and adjusted. The system was tested and found to be working as intended and returned to service.